Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the sjm representative met with the patient and the patient reported he did not want to proceed with any interventions at this time.

Event description:
It was reported the patent never received effective stimulation since implant. X-rays were taken and did not reveal any anomalies. Surgical intervention will be undertaken as the next course of action.